Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus and one during basal delivery. After each alarm, the customer cleared it and resumed insulin delivery. The customer also reported receiving an alarm 22. The customer disconnected the telephone call with tandem technical support. Although attempts were made to contact the customer, the customer did not return the calls. There was no reported impact to the customer's blood glucose level.